Manufacturer narrative:
Section a4: weight: unknown/ requested but not provided. Section a5: ethnicity: unknown/ requested but not provided. Section a6: race: unknown/ requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preoperatively patient¿s right eye (od) had a refraction of -1.00+2.00×167 with a bscva of 20/25-2 and the intended target refraction was plano. Patient had clear lens exchange and a preloaded toric iol was implanted. After that initial implantation the postoperative refraction measured -0.25 sphere with a bscva of20/30, but the patient reported persistent blurry vision that never improved and interfered with daily activities such as driving. Because the visual disturbance persisted and the patient had lost two or more lines of bscva (despite not being overcorrected or undercorrected), the toric iol was explanted and replaced with a different, non¿johnson & johnson lens. Following the lens exchange the postoperative refraction was-0.75+0.50×120and the patient reported better vision. The explanted lens was discarded and unavailable for return. No preexisting conditions affecting lens calculation were noted, no unplanned intraoperative interventions (such as vitrectomy, incision enlargement, or sutures) were required, no additional medications beyond standard of care were used, no further surgical procedures were planned, and no further information was provided.